Event description:
It was reported that (4) tlc55 devices were used during a colectomy procedure. It was reported by the rep that the tlc55 would not fire correctly. It is unknown how the case was completed. There was no consequence to the pt.